Event description:
It was reported that this device exhibited both right atrial (ra) and right ventricular (rv) noise which could be reproduced through push pull maneuvers but not with pressure against the device. Technical services (ts) discussed options. This patient then underwent a rv lead explant procedure as oversensing was observed. It was noted this patient experienced an infection and ultimately this device system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.